Event description:
After having a melanoma removed from my back, I was given telfa non stick pads to dress the incision at home. This product was not used by the dermatologist initially. After the first dressing with this product I had itching at the wound site. I thought that the tape holding the pad was the problem and used hypoallergenic tape to redress the wound but the itching became more intense. Finally I realized it was the pads causing this discomfort and used a plane 4 x 4 and the itching stopped. FDA safety report ID# (B)(4).